Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she experienced vomiting, abdominal pain, was very tired and had positive results in ketone test. She stated that her pump smelt like insulin and her set was not sticking correctly and this might be the reason why her pump was not delivering insulin. Reportedly, the tape did not stick to her skin properly. Subsequently, on (B)(6) 2020, she was admitted to the hospital due to diabetic ketoacidosis and her blood glucose level at that time was 750 mg/dl. During hospitalization, she was treated for her high blood glucose levels and she stayed there for three days. No further information available.